Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updated to g2 of the initial medwatch was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from forceps elevator. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) the event 2: the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscopemobilescope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection the inside of the light guide lens had a stain, and the distal end had foreign material. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a brownish foreign material found at the distal end which is most likely traces that remains from previous procedures and/or corrosion. Inside the lg lens was found a dark brown foreign material resembling traces that remains from previous procedures. There was also a leak found at the forceps elevator. Additionally, due to damage on lever mount, forceps control lever does not move smoothly. The grip was shaved. The switch box had a dent. The air/water (aw)-cylinder had no color. The suction cylinder had no color. Due to a cut on heat shrinking tube of lock engagement lever (fe lever), expected insulation capacity could not be obtained. Due to adhesive peeling on the bending section cover (a-rubber), insulation resistance value at distal end does not meet the standard value. The connecting tube had a wrinkle. The distal end was shaved. The distal end had residual liquid. Adhesive around objective lens had a crack. The inside of the light guide (lg) lens had a stain. Water tightness of the forceps elevator was lost. There was corrosion around forceps elevator (l-arm). The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.